Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, severely scratched lcd window, cracked reservoir tube, missing end cap sticker, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that display screen had scratches and customer was not able to read. Customer's blood glucose was not reported. Insulin pump would need to be replaced.